Event description:
A ventilator was returned to the manufacturer for service due to a "ventilator service required" message. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and an in issue where the oxygen concentration failed to switch when changed was observed. The device's oxygen blending module board, oxygen blending manifold, and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service due to a "ventilator service required" message. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator'sdownloaded error log and an in issue where the oxygen concentration failed to switch when changed was observed. The device's oxygen blending module board, oxygen blending manifold, and system board were replaced to address the issue. In section b5, the device's interface board was replaced to address the issue. The system board was not replaced.